Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 3.5 pounds due to faulty force sensor resistor (gold). The pump was missing end cap sticker and had a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 11.9 mmol/l at the time of the incident. The customer's mother stated the insulin squirted out during manual prime. The insulin continued to drip after the motor stopped. Troubleshooting was completed. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.